Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: lot, d4 expiration date, d4 primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Did the reservoir function properly upon first activation? Unk if yes, how long after the first activation happened did the issue occurred? Was another reservoir used to fulfill need of drainage? Unk could you please provide the reservoir lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? We regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2026 a reservoir was used. When the hospital checked at the wards after surgery, it was found that the negative pressure was not applied. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.